Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced more pain during the trial period. It was also noted that the patient got allergic and had a severe rash due to the tape that was used. The patient was prescribed antibiotic cream. No further information could be obtained despite good faith efforts.